Event description:
The manufacturer received information alleging a ventilator would not hold a charge for longer than thirty minutes. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board, internal battery and system board will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.